Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received multiple intermittent occlusion alarms. Customer experienced elevated blood glucose (value unknown but 480 mg/dl upon arrival to emergency room) with diabetic ketoacidosis considered dangerous by healthcare provider, and vomiting. Customer was subsequently hospitalized. Customer was treated intravenously with insulin and fluids. Multiple attempts were made to obtain additional information, including outcome and discharge date; however, no response was received.